Manufacturer narrative:
(B) (4).

Event description:
Procedure type: lobectomy. According to the reporter: during the procedure, the tip of trocar broke and the broken pieces fell into the cavity. All pieces were retrieved. Operating time extended less than 30 min. There was no tissue damage. A new instrument was used to complete the procedure. No patient injury was reported.